Event description:
Custom ultrasonics (cu) has been notified of report of a "possible chemical burn" that occurred more than three years ago. Unfortunately, this report does not provide any means for cu to contact the reporter or facility to follow-up and confirm this report. Without the ability to follow-up, cu is not sure if this info reasonably suggests that a serious injury or device malfunction actually occurred. Nonetheless, we are reporting this incident out of an abundance of caution.

Manufacturer narrative:
Cu has cross-checked the allegation of a "possible chemical burn" against its complaint files and has found no prior instances of the reported problem.